Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the stylet was inserted into the needle lumen, and it got stuck. It cannot be pushed in and out. The issue occurred during a therapeutic endobronchial ultrasound. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event cause was traced to non-device related factors. It is presumed that the cause of the stuck needle was part of the aspirated biological tissue that may have remained in the lumen. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: failure to follow instructions regarding rinsing and wiping the device could cause needle/stylet binding due to coagulation. 1. Flush the inside of the needle with a new regular (non-vaclok) syringe filled with 3 ¿ 5 cc of sterile saline followed by 20 cc of air. 2. Push the lever to unlock the needle adjuster. Move the needle slider distally to fully extend needle. 3. Rinse the outside of the needle with sterile saline, especially if the needle has been exposed to cytopathological preservative solution. 4. Pull the needle slider proximally until it clicks and push the lever to lock the needle adjuster. 5. Confirm that connector section is fixed. If not, place it in a desired position and tighten sheath adjuster knob. 6. Wipe the stylet wire with sterile gauze then reinsert it into the device. The device is now ready to procure another sample. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.